Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead due to noise and high impedance. Lead fracture was suspected. It was also reported that the implantable cardioverter defibrillator (ICD) had a sensing/detection problem. The ICD attempted to deliver 86 shocks in total but failed due to the shock impedance. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance of the rv pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was the unexpected delivery of a ventricular tachyarrhythmia therapy. The full lead was subsequently returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.